Event description:
It fse reported a precharge voltage message. This error will prevent the sys from booting, resulting in a loss of imaging functionality. There is no report of pt injury or death associated with the event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.